Event description:
The report stated that the generator was self activating. The footswitch was plugged in, but was not being used. A beeping sound was heard from the generator. The doctor picked up the bipolar device (non-covidien) and was getting activation without touching anything.

Manufacturer narrative:
(B) (4). (B) (4).the sample has been requested, but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.